Event description:
Pt was being infused for parenteral nutrition via central venous catheter. The nurse noticed air in the line to the pt. Some set leakage was suspected. The device did not alarm air in line as fluid was present. Infusion pump was inspected by hosp staff and no fault identified. No harm to pt.